Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita enhanced meter read inaccurately. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began in (B)(6) 2013. The patient alleged obtaining ¿different results¿ with the subject meter. Specific results were not provided from that time. The patient was reportedly managing his diabetes with metformin pills; however, per his physician¿s advice, the patient was switched to insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications at the time of the reported issue. One month after the start of the alleged issue, the patient claimed he developed symptoms of loss of vision and ¿sees red marks when he closes his eyes.¿ treatment was not specified. On (B)(6) 2014, the patient also reported obtaining results of ¿89, 163, 134, 92 and 72 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.